Event description:
Patient reported left side capsular contracture, baker grade unknown. Left side was sitting high and painful and causing extreme pain. Healthcare professional reported left side capsular contracture baker grade IV. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture baker grade IV is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV and pain.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9., h.3., h.6. Device evaluation a visual and microscopic analysis was performed which identified: striated broken on anterior. Base on the device analysis the final assessment is: striated broken assessed as surgical damage.

Event description:
Patient reported left side capsular contracture, baker grade unknown. Left side was sitting high and painful and causing extreme pain. Patient reported left side rupture discover during surgery.healthcare professional reported left side capsular contracture baker grade IV. Device has been explanted.

Event description:
Patient reported left side rupture discover during surgery. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, g2, h6.